Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 30.8 mmol/l. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin pen to bring down the blood glucose level. Customer stated that insulin pump did not allege under delivery. Customer stated that auto mode feature was not on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Event date information has been updated, and summary narrative in this report. (B)(4).

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 30.8 mmol/l.